Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported in the survey, respondent twenty-four reported a hematoma with an unknown emerald guidewire, stating, "conservative treatment and surveillance was sufficient¿. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿haematoma¿ could not be confirmed. Hematomas are a common post-procedural complication and is listed in the instructions for use (IFU) as such. The exact cause of the event cannot be determined with the limited information available however, procedural and/or patient specific factors are a likely cause (stick technique, anticoagulation, wire insertion). Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿any time during or after the procedure. Possible complications include, but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall. Insert the flexible end of the guidewire into the needle.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the survey, respondent twenty-four reported a hematoma with an unknown emerald guidewire, stating, "conservative treatment and surveillance was sufficient¿. The device will not be returned for evaluation.

Manufacturer narrative:
The event date is unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.